Manufacturer narrative:
The infection from (B)(6) 2018 was captured under MFR# 2916596-2020-05848.

Event description:
It was reported that the patient had a major infection on (B)(6) 2021 and had a swab test positive for covid-19. The patient's temperature rose and a CT of the thorax showed bipulmonary opaque glass and the patient required oxygen. The patient was treated with dexamethasone and calculated antibiotic therapy. The patient remained in the hospital and on (B)(6) 2021 the patient had an arterial non-cns thromboembolism. Low flow alarms and circulatory compression occurred without hypoxemia. The circulation could be restored after about 10 minutes of intensive medical measures. A contract medium CT showed long-distance thrombosis with severe stenosis in the outflow graft of the vad. The patient was therapeutically anticoagulated on medical measures. On that same day the patient had cardiac surgery and the lvad outflow tract thrombosis was revised. It was reported that the patient expired but the date was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombosis with severe stenosis in the outflow graft could not be confirmed through this evaluation as no images were submitted for review and the device was not returned. In addition, the reported low flow alarms could not be confirmed as no log files were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively established. It was reported that the patient¿s right heart failure from on (B)(6) 2020 hospital admission (reference MFR#: 2916596-2021-00164), as well as a driveline infection from on (B)(6) 2018 (reference MFR#: 2916596-2020-05848), were unresolved at the time of death. The heartmate 3 lvas instructions for use (IFU) lists device thrombosis, peripheral thromboembolism, infection, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The IFU outlines indications of thrombus as well as how to respond to such events. This document also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Additionally, the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and the patient handbook also describe all alarm conditions (including the low flow hazard alarm), as well as the appropriate actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection, right heart failure, pump thrombosis, peripheral thromboembolic event, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis as well as how to respond to such events. Section 6 also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including recommended inr values. Section 6, (under ¿right heart failure), also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a computed tomography (CT) from on (B)(6) 2021 showed dilated right heart with signs of decompensation. Treatment included inotropes, monitoring, and controlled fluid intake and fluid excretion. Cause of death was due to covid-19.